Event description:
The patient was undergoing a microneurosurgery procedure for a subarachnoid hemorrhage using an apollo system generator. During the procedure, the power button would not stay depressed on its own and had to be manually depressed for the remainder of the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
There was no visible damage to the exterior of the generator. The complaint has been evaluated. The complaint indicated that the generator button was "sticking" and the unit would not turn on. Evaluation of the returned device confirmed the complaint after connecting the generator to a standard 110v outlet. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.